Event description:
It was reported that the user experienced recurrent low blood glucose with a level of 40 mg/dl while using the ilet, including an episode in which the user became unresponsive at home; emergency medical services were called, and the user self-treated with oral carbohydrates and stabilized before ems arrival. Symptoms included weakness, shakiness, incoherence, and unresponsiveness. Outcomes included an urgent low glucose condition that was resolved without hospitalization or emergency department transport. Investigation included troubleshooting and user education. Investigation of this case revealed no definitive device malfunction and an unclear cause of hypoglycemia. It was concluded that the hypoglycemic events had an undetermined cause with no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.